Event description:
The surgeon reported to the sales rep that, "during surgery, the tip of the reamer got detached."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.